Event description:
Boston scientific crm received information that during a device replacement procedure for normal battery depletion, the right ventricular (rv) lead was found stuck in the pacemaker header. When attempting to remove the lead the insulation and conductor coil were damaged. This lead was surgically abandoned and a new lead was successfully implanted. To date, no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device passed all manual electrical measurements. The device paced and sensed normally during testing.the device header was checked per lead gauge pins, and passed. The device was checked with is-1 lead and fit was normal. Visualization of the device header, under high power microscope showed no irregularities in the lead barrels and all setscrews moved freely. The device was within normal limits for battery depletion. The device header was disassembled and both the inner and outer seals were inspected. Evidence of silicone to silicone bonding was found in both the inner and outer seals.